Event description:
A company representative reported that during a generator replacement surgery, high lead impedance was detected so the pt's lead was replaced as well. Follow up with the surgeon revealed that the reason for generator replacement was due to eos (eri=yes). X-rays were taken, which reportedly showed an intact vns system. However, they are reportedly not being sent to the manufacturer for analysis. Follow up with the neurologist revealed that diagnostics were okay the last time they were performed prior to surgery. However, the date was not known. It was noted that the diagnostics are normal following surgery. No pt manipulation or trauma is suspected to have caused or contributed to the high impedance. No additional information was provided. A battery life calculation was performed using the history in the in-house database which resulted in approximately 10.03 years until eri=yes. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.